Event description:
It was reported that the core impaction drill overheated during the surgical removal of a third molar. There was at least a thirty minute delay in the case. Backup equipment was not available for use. They completed the case with the same device by stopping and waiting for the device to cool every ten seconds. Additional medication and sedation was needed to complete the case. There were no burns associated with the event. No pt injury was a result of this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.